Event description:
It was reported during an ipg replacement (manufacturer report number 3006705815-2024-03871) the lead was tested, and high impedance was observed. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.